Manufacturer narrative:
The evaluation revealed the broken gamma3 nail and the reported broken distal screw to be the primary products. Regarding screw: an inspection and a review of the manufacturing and inspection documents (DHR) were not possible because neither the screw, nor the lot code were provided; the root cause could not be determined. The screw broke approx. 3 months after implantation most likely due to several loads; the fact that the subtrochanteric fracture became a pseudoarthrosis indicates that the fracture was also present after 3 months. This delayed union did also contributed significant the implant breakage. Non-unions, intra-operatively implant damages, obesity and postoperatively heavy loads are adverse effects and can lead to implant failures like breakages and are listed in the IFU and operative technique. Because no manufacturing fault was detected the implant breakages are linked to the patient conditions (overloading plus pseudoarthrosis). Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified. Device was not returned.

Event description:
It is reported by male nurse of the hospital, that the gamma 3 nail broke >6months. A pseudoarthrosis was detected. The nail was fractured at the proximal hole for the lag screw. The lag screw has excessive wear. New information: provided surgeon notes include that distal screw broke and was revised in (B)(6) 2014.